Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on (B)(6)2024 at 1500 there was an over infusion of acetaminophen. This was a routine medication intended to infuse at 196ml/hr. The intended volume to be infused (vtbi) was 49ml with a volume concentration of 1000mg/100mls. The customer states the actual volume infused is "unknown, but thought to be 650mls/15min, the nurse was unable to measure the remaining fluid adequately". The fluid was programmed using guardrails. Normal saline was also running at 600ml/30min. There was patient involvement, but no harm. According to the customer, "the charge rn believes now that no actual device error occurred. She believes it was user error and does not believe the pump over infused".

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported on 14may2024 at 1500 there was an over infusion of acetaminophen. This was a routine medication intended to infuse at 196ml/hr. The intended volume to be infused (vtbi) was 49ml with a volume concentration of 1000mg/100mls. The customer states the actual volume infused is "unknown, but thought to be 650mls/15min, the nurse was unable to measure the remaining fluid adequately". The fluid was programmed using guardrails. Normal saline was also running at 600ml/30min. There was patient involvement, but no harm. According to the customer, "the charge rn believes now that no actual device error occurred. She believes it was user error and does not believe the pump over infused".